Manufacturer narrative:
(B)(4). The customer reports the device (machine) is not switching on. There was no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reports the device (machine) is not switching on. There was no reported pt involvement.